Event description:
Patient reported that on (B)(6) 2006 blood glucose was 50 mg/dl so patient engaged in normal daily activities. At bedtime, his blood glucose was in the 400's mg/dl. On (b(6) 2006 patient ate less than normal but blood glucose would not reduce. No symptoms of the elevated blood glucose were reported. The patient reported he changed his insulin infusion set 4 or 5 times trying to reduce his blood glucose. The patient then bolused 5, 3, 4, 4, 4, 2.5, 3 and 1.5 units over the course of the day and still was not able to reduced his blood glucose values. At the time of the call the patient had not sought medical assistance. Patient expressed confidence in the product and troubleshooting with the company representative concluded the infusion device was working correctly thus no product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.